Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00732. Follow up information identified the patient underwent surgical intervention where the physician decided to replace the leads and reposition them higher. The patient is now receiving back coverage and therapy has been restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 3006705815-2018-00732. It was reported the patient's scs system was not providing adequate relief. A company representative met with the patient for reprogramming sessions prior to the issue. The patient has denied any falls or trauma. Surgical intervention has been planned for lead revision.